Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cautery shaft bent and turned 90 degrees, just below the jaws after use in the patient. It was noticed half way through the harvesting process after they had complications with a branch not sealing causing my endoscopic tunnel to fill with blood. They pulled out the entire harvesting unit and as they inspected it prior to continuing harvesting, they noted the broken portion. This caused a significant delay to the harvesting time and required the surgeon to become involved to assist in vein harvest and hemostasis. There was an additional incision that had to be made in the patient¿s leg to ligate branches and identify the bleeding site. No transfusions. No other interventions needed to resolve bleeding. After the case they investigated further and found the settings on the hemapro2 box to be set at 5, which is inappropriate for vein harvest hemostasis. It was found that the knob very easily is rotated to any setting without any resistance. Cautery inserted through cannula per IFU without resistance. Finished case using new kit. No patient harm was done.

Manufacturer narrative:
(B)(4). Corrected section: h2- type of reportable event- corrected to critical, h6- health effect ¿ clinical code (1) -corrected to- "1888". The device was returned to the factory for evaluation on 07/05/2023. An investigation was conducted on 07/06/2023. A visual inspection was conducted. Signs of clinical use and evidence of charred material was observed on the intact heater wire. Blood was observed on the harvesting device handle. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. The tip of the harvesting device was observed to be bent at a 90 degree angle. A mechanical evaluation was conducted. The blue toggle was manipulated to open and close the jaws. The jaws would not open and remained in the closed position. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/bent shaft" was confirmed as well as the analyzed failure "mechanical issue- jaw" was observed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000290261 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 cautery shaft bent and turned 90 degrees, just below the jaws. It was discovered upon withdrawing it with the cannula in order to resolve some bleeding no added incisions or time added. The power setting was found to accidentally be set to 5. Cautery inserted through cannula per IFU without resistance. Finished case using new kit. No patient harm was done.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.